Event description:
Related manufacturer reference number: 2938836-2019-03893. It was reported that the patient presented for routine follow up post implant procedure, pocket hematoma was observed. However, pocket hematoma was not related to device or procedure. The pocket was evacuated for hematoma. During this procedure it was noted that the right atrial and right ventricular leads were dislodged, and the patient was scheduled for right atrial and right ventricular lead revision procedure after the patient was moved by physical therapy without shoulder restraint. The dislodgement of right atrial and right ventricular leads was confirmed via fluoroscopy. During lead revision procedure, the right ventricular lead helix was retracted, and the lead was repositioned, but the helix failed to extend. When repositioning was unsuccessful the right ventricular lead was explanted and replaced. The existing right atrial lead was repositioned, and the helix deployed successfully. The patient was stable post procedure.

Manufacturer narrative:
Additional information ¿ a complete lead measuring 57.8cm was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.